Event description:
Caller reported a malfunction on pump, identified by the code malf 16- 0x20e6. There was no impact reported, and customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). Technical support advised the caller to use mdi as backup therapy, provided instructions for storage mode, and sent a replacement pump with updated software. Customer was instructed to return the malfunctioning pump using a pre-paid label within 10 days.